Event description:
Reporter indicated that the programming system was "constantly freezing." Troubleshooting did not resolve issue

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.